Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in fair condition with a cracked enclosure under the drain fitting and missing rubber feet. Old style components include printed circuit board, drain fitting. During functional testing, the reported problem was duplicated. The root cause of the reported issue was found to be printed circuit board and power switch did not work due to normal wear. Due to the age and multiple components needing to be replaced/upgraded, the device was deemed beyond economical repair. A corrective and preventative action has been opened to address the reported issue. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device wont power on, damaged power switch. No patient injury was reported.